Manufacturer narrative:
Product analysis: the product specimen has not been returned. Conclusion: multiple attempts to gather additional information surrounding the reported event have been requested; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information from the patient's family member that 3 months post implant of this pulmonary valved conduit, there were "complications with the valve" and it was explanted. The specific nature of the reported complications remains unknown. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.